Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (investigation conclusions), weight & weight unit.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields - e1(address) lead technician (B)(6) reported via email that dr. (B)(6) experienced difficulty advancing an 8f 50cc sensation plus balloon through the sheath provided in the kit. After encountering the same issue with a second balloon, it was confirmed that the scrub tech had properly prepared the device and the blue t-handle was removed only when ready for placement over the wire. Attempts to resolve the issue by pulling negative a second time were unsuccessful. Dr. (B)(6) then replaced the getinge sheath with an 8.5f abbott vascular sheath, which also presented challenges but ultimately allowed successful insertion. The patient was not harmed, and the iab functioned as expected. Therapy specialist (B)(6) visited the facility on (B)(6) 2025, and the techs suggested that insertion technique may have contributed to the difficulty. The catheter and sheath are available for return and evaluation, with patient information to be provided later. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. The trend review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
It was reported by customer that during use of intra aortic balloon, unable to advance balloon through sheath. The customer replaced getinge sheath with another company sheath. The second balloon had also difficulty in inserting but later eventually got successfully inserted and therapy continued. There was a delay in treatment (atleast 15 minutes). There was no harm or injury reported.

Manufacturer narrative:
Due to character limit in the e1 section, (B)(6). Product not returned, but coming back. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).